Manufacturer narrative:
Reporter discarded the involved product, however, provided a photograph for review. Evaluation of photograph revealed one suction oral swab missing the green foam head. The suction oral swab straw appears to have biting indentations in the straw. Trace amounts of green foam can be seen left on the end of the suction oral swab straw. A physical evaluation of the product could not be performed because the product was discarded by the reporter. Production history records could not be reviewed. A labeling review of the finished good was performed. The instructions for use state, ¿use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands. Ensure foam is intact after use. If not, remove any particles from oral cavity.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. The root cause could be attributed to user error related to biting and not using a bite block during use of the product. Due to the review of the photograph and review of the labeling, there is insufficient evidence to conclude the reported issue was attributable to a quality defect or manufacturing operations. Discarded by facility; photographs provided.

Event description:
Report received of a malfunction resulting in a suction oral swab disengagement. Oral care was performed by a nurse on a patient who was unable to follow commands. The reporter stated the patient bit down on the suction oral swab straw causing the straw and green foam to disengage inside the patient's mouth. Reporter stated the disengaged straw and green foam were successfully retrieved and no injury occurred. The reported issue occurred during initial use of the device and no bite block was in use during the reported issue. The device was discarded, however, a photograph was available. No lot information was provided. Although requested, no additional information was available.